Event description:
An (B)(6) male patient underwent orif left clavicle. A 3.5 mm x 18 mm screw (cortical), from acumed clavicle set was implanted. The head of the screw broke off and was removed. The remainder of the screw remained implanted in the patient. The surgeon determined that trying to remove the screw would have more potential for harm and therefore the screw was left in place without harm to the patient. One time use only.